Event description:
A pt was implanted with mentor gel breast implants in 2004. Subsequently, the pt was diagnosed with unspecified auto immune disorder and positive ana. The devices remain implanted. (B)(4).